Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing and possible t-wave oversensing (twos) were observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no programming changes were made.